Event description:
Lasik flaps with incomplete border cuts at 6 o'clock position, difficult or impossible to open; operator does not handle handpiece as instructed, moves trajectories manually outside range, refuses to comply with recommended procedure.